Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked the patient was admitted to the hospital with pneumonia, and on (B)(6), 2025, the charge nurse followed the doctor's orders for the patient's intravenous fluid therapy, and when flushing the tube, she found that the closed IV indwelling needle was leaking at the point where the needle connected to the base, and was unusable, and she immediately replaced the needle with another indwelling needle, causing no harm to the patient.

Manufacturer narrative:
The customer returned 1 photo, no defective sample. The photo shows that the unit package has been opened, the specification is for a 24ga-y type product. The specific area of the leak could not be identified in the photo. DHR/bhr review (lot #4052739): the products of this batch were assembled at intima ii auto line 2 in february 2024 and packaged at r240 package line in february 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Conclusion(s): no abnormality is found on process and retained sample. Since the defective sample is not returned, further test cannot be performed, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.